Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated, and sleeve leakage was observed on the samples from lot 3e092. No leakage was observed during testing of the samples from lot 8h0511. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed relating to leakage as all samples met specifications. A review of the device history record was completed for lot 8h0511 and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The product from lot 3e092 had exceeded its shelf life by over ten years. As the shelf life exceeds the minimum retention period for device history records, a DHR review could not be conducted. Investigation conclusion: based on evaluation of the customer samples from lot 8h0511, the customer¿s indicated failure mode for leakage was not observed as all samples met the required specifications. Based on evaluation of the customer samples from lot 3e092, the customer¿s indicated failure mode for leakage was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were bd vacutainer® safety-lok¿ with 12 in. Tubing & luer adapters leaking.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 3e092. Medical device expiration date: n/a. Device manufacture date: 2003-07-02. Medical device lot #: 8h0411. Medical device expiration date: 2021-08-31. Device manufacture date: 2018-10-09. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were bd vacutainer® safety-lok¿ with 12 in. Tubing & luer adapters leaking.